Manufacturer narrative:
The reported unit was investigated on-site by our field service engineer. The reported issue could not be reproduced during simulated use testing by the filed service engineer. According to the recommendation on the service manual, based on the generated technical alarms in the log that was reviewed by fse, the control pc board was exchanged preventively. The fse also found that the expiratory printed circuit board was damaged, most likely due to liquid spillage, and replaced this board as well. There is no information on how the liquid spill entered the ventilator or what kind of liquid spill it was or when such event took place. The ventilator system was manufactured in the year 2002, according to the applicable requirements for liquid ingress protection at that time. The log evaluation confirms that the technical error codes first occurred on (B)(6) 2017, date of event is updated accordingly. Our conclusion is that the generated technical errors most likely was a consequence from the liquid spillage.

Event description:
Importer ref. #: (B)(4). Manufacturer ref. #: (B)(4).

Event description:
It was reported that the ventilator generated a technical error for "ventilation stopped". There is no information regarding patient involvement. (B)(4).